Event description:
Reporter indicated that his vns therapy programming handheld was not properly holding a charge. Handheld was subsequently returned to MFR for product analysis. An analysis was performed on the handheld and a defective screen was identified. "During boot up, it was identified that the screen image was flickering, shifted to the right, and 1/4 of the screen was blank." Once the defective screen was replaced, no further anomalies with device performance were noted during testing using a known good ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.